Manufacturer narrative:
Should additional information become available, this report will be updated. (B)(4).

Event description:
It was reported that the pulse generator (pg) was explanted due to an unknown reason. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted due to an unknown reason. No additional adverse patient effects were reported. Additional information: the field representative provided further information, confirming that this device remains implanted and in service. No adverse patient effects were associated with this device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.